Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on or before 31jan2024. Per the consumer, they added six (6) drops of reagent to the test card then inserted the swab into the test card before taking their nasal sample. They removed the swab from the test card and swabbed both nostrils. The consumer confirmed that they did not experience irritation. Additionally, the consumer confirmed there was no serious injury or harm due to the reagent exposure.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded.